Event description:
The customer contacted baxter's technical service center to report a power failure on a homechoice (hc) machine during dwell. The caregiver (cg) stated that she smelled wires burning from the hc. The technical service representative initiated a swap of the homechoice. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal tech checked output power from the accomp solid state relay u2. There was no power going to the heater plate. During the evaluation an external / internal inspection was performed. The internal inspection revealed a damaged solid state relay u2 accomp printed circuit board (pcb), which is related to the burnt odor reported by the customer. Based on the evaluation results the reported issue for burnt odor was confirmed and the assignable cause was determined to be a hardware problem, malfunctioning solid state relay u2 on the accomp pcb. The device will be scrapped due to the burnt odor smell within the device.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.